Event description:
Customer reported a loss of communication between the panorama central station and ambulatory telepack. No pt injury was reported.

Manufacturer narrative:
Customer was provided with a replacement telepack and unit was reprogrammed and safety tested to factory's specs.